Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported, that foreign matter was found around the on the stopper of the bd plastipak¿ 20 ml syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Without a customer sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.